Manufacturer narrative:
In response to FDA report number mw5086093. Lot#: lot number was reported as h27937. The reason for reoperation was capsular contracture, baker grade unknown, and deflation. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable.

Event description:
Regulatory agency provided a patient report of unknown side capsular contracture, baker grade unknown, "searing chest pain", deflation,"mild fibrocystic change","micro calcifications", "implant capsule multinucleate foreign body giant cell reaction¿, and "anxiety". Device was explanted.